Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens on 03/27/07. At a post-op visit, the surgeon felt an error may have been made in the icl calculations. The icl remains implanted. The pt's post-operative best corrected visual acuity is 20/25. Add'l info has been requested, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.